Event description:
Call from clinic: unable to interrogate device. Clinician reports no flashing green light from programmer head. The magnifying glass pop-up screen appears when wand on device with message 'establishing telemetry'. The device has been downloaded with the /3 sw. None of the efforts established communication with this device. Biotronik sales rep paged to see pt. Staff advised to notify md. Plus fce was also notified of this device and offered with troubleshooting attempts. Confirmed with clinic staff that biotronik sales rep had contacted clinic.

Event description:
Call from clinic: unable to interrogate device. Clinician reports no flashing green light from programmer head. The magnifying glass pop-up screen appears when wand on device with message 'establishing telemetry'. The device has been downloaded with the /3 sw. None of the efforts established communication with this device. Biotronik sales rep paged to see pt. Staff advised to notify md. Confirmed with clinic staff that biotronik sales rep had contacted clinic.